Event description:
Patient had 24g acuvance IV inserted during the morning hours. During the evening hours, while the patient was being held by his parent, it was noted that IV tubing came apart at the hub and blood was leaking out. IV did not have to be replaced and no patient harm was noted